Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a4, a6, h6, h8.

Event description:
Additionally, the healthcare professional reported that the patient was injected with 1 ml of juvederm vista volbella xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected in the lips with juvederm vista volbella xc. The patient experienced ¿swelling¿ of the upper lip¿ two days later. Three days later, the patient had ¿swelling, slight pain, and pus.¿ a puncture to the right side of the upper lip was done to drain the pus that day. The left side was punctured to drain the pus two days later. The patient was given oral antibiotics. The pain and pus ceased 2 days later.